Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The physician tried several times to maneuver the device, but the clip would still not release. Reportedly, the clip was pulled off by force, leading to increased bleeding. The bleeding was noted to be about 70-80 ml. Then, a second clip was used and was able to grasp and lock onto tissue, but also failed to release from the catheter to deploy. Scissors were used to cut the catheter of the device and the second clip was withdrawn from the patient without any further patient complications. The procedure was completed successfully with a non-bsc clip device. The patient only felt discomfort and the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device, while the coil was cut from the handle, and unraveled at the distal section. The device returned without the over sheath. Additionally, the handle was returned disassembled. It was noted that the spool was outside of the handle and the crimp sleeve was not present. The control wire was outside the catheter and was cut from the handle. There were kinks found at the proximal and middle sections of the control wire. Microscope examination was performed, and it was confirmed under high magnification that there were cut marks on the control wire. It was further observed that no activations had been performed on the clip. Additionally, x-ray analysis was performed, and it was possible to observe that the yoke was detached from the control wire. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation to address this issue is in place. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first clip grasped and locked onto tissue, but failed to release from the catheter to deploy. The physician tried several times to maneuver the device, but the clip would still not release. Reportedly, the clip was pulled off by force, leading to increased bleeding. The bleeding was noted to be about 70-80 ml. Then, a second clip was used and was able to grasp and lock onto tissue, but also failed to release from the catheter to deploy. Scissors were used to cut the catheter of the device and the second clip was withdrawn from the patient without any further patient complications. The procedure was completed successfully with a non-bsc clip device. The patient only felt discomfort and the patient condition at the conclusion of the procedure was reported to be stable.